Event description:
Litigation alleges acetabular cup eventually produced metallic debris, and/or loosened from acetabulum, caused pain, produced abnormal blood metal ion, and inhibited patients ability to walk after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Event description:
Update rec'd 5/12/2015 - medical records received. Age provided. Patient revised to address an adverse reaction to metal debris. Upon revision, adverse local tissue reaction, reactive fluid, and synovitis were noted. The cup was noted to be well ingrown. The information received does not change the MDR decision.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is considered closed.